Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting farfield oversensing on the right atrial channel, but it was falling into blanking appropriately. The device remains in service. No additional adverse patient effects were reported.